Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient informed staff that he had a vtach event however no vtach alarm was provided at the information center per staff. The patient had an episode of vtach; the patient was not harmed. The patient himself was stated to have alerted staff to the occurrence. The issue is not consistent with a serious injury.